Manufacturer narrative:
. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include endoleaks.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on july 2, 2025 from the imedidata study database and an imaging report: on (B)(6) 2019, the patient underwent an endovascular procedure to treat an aneurysm at an unknown facility utilizing the gore® excluder® aaa endoprostheses. On (B)(6) 2025, the patient underwent endovascular treatment as a reintervention due to the development of a type 1b endoleak originating from the left common iliac artery aneurysm. The patient was treated with a gore® excluder® iliac branch endoprosthesis iliac branch component (ibc) and a gore® viabahn® vbx balloon expandable endoprosthesis. The gore® devices were successfully navigated to the intended location and successfully deployed. The sites were accessed percutaneously. There were no additional corrective procedures. On (B)(6) 2025, it was noted the patient had a CT performed. It is noted by imaging that thrombus was present within the proximal end of the trunk-ipsi and the ibc. There was no loss of patency noted.

Manufacturer narrative:
Added g3/g4, h1/h2. The following device(s) will also be included in this report as the same device family: catalog #plc161400/serial #(B)(6)/UDI (B)(4). Catalog #plc161000 /serial #(B)(6)/UDI (B)(4).